Event description:
The reporter stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens due to the lens tearing during loading. There was no pt injury, no enlarged incision or sutures. The reporter stated the lens damage was due to a loading error. Another same type lens was implanted.

Manufacturer narrative:
Visual inspection of the returned prod found the lens optic torn, with a piece torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned prod, the root cause of the event has been determined to be due to user error. It should be noted that the injector and cartridge were not returned for eval.